Event description:
Surgeon was using the ligasure ls1500 and noted that the trigger was sticking multiple times which delayed the use of this disposable electrode cautery instrument from being used in a timely fashion as it was applied to the tissue during the surgical procedure.